Event description:
The customer reported that the system would not cycle through warm up or turn on completely. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative allowed the system to complete the file system check and then rebooted the system. The system was then found to be working as intended and put back into service.